Manufacturer narrative:
A product sample was not received for investigation. A photo was received which displayed evidence that the needle point was protruding beyond the needle guard nose. A device history review (DHR) was performed, and nonconformance data identified one in-process nonconformance; however, the nonconforming product was not included in this lot and was scrapped 100%. As the actual sample was not returned, an in-depth investigation could not be performed and root cause could not be determined.

Event description:
It was reported that when removing the mechanism, it clicked but not the same sound as always and generated a little resistance to reach the end- leaving part of the needle out. There have been two cases reported, one caused a puncture and the other did not. No patient injury was reported for this case.

Manufacturer narrative:
While performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-08788 is no longer considered reportable, please disregard any MDR reports associated with it.